Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a burning sensation at the implantable neurostimulator (ins) location. Movement did not cause stimulation changes, but palpating resulted in the pt feeling jolts. The sensation had been occurring for 8 months and the pt had been hit in the lead area several times. Impedances were tested and found to be within normal limits. The pt was not planning any surgical intervention and instead was using the device at low voltage. There was no change in the pt's condition, and no device malfunction was found.